Event description:
It was reported that stent damage occurred. A 3.50mm x 16mm promus premier stent was selected. Upon removal of the device from the hoop, it was noted that the stent was damaged. The device never went inside the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned in two sections due to a midshaft break just distal to the midshaft bond. The midshaft was slightly stretched on either side of the break. The total stretched length measured 3mm. There were 2 minor kinks further distal on the midshaft. It is noted that the break and stretching that was evident in the midshaft is consistent with excessive tensile force having been applied to the shaft. No issues were noted with the crimped stent and tip. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The carrier tube (coil), stent protector and product mandrel were not returned for analysis. A 0.0155" product mandrel was advanced through the entire guidewire lumen with no issues noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50mm x 16mm promus premier stent was selected. Upon removal of the device from the hoop, it was noted that the stent was damaged. The device never went inside the patient. The procedure was completed with another of the same device. No patient complications were reported.